Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to accidental electrode cut during another surgery (non-device related). The patient was reimplanted with another cochlear device during the same surgery.